Event description:
Event: pain, swelling, and difficulty in walking (positive for staphylococcus aureus and mould). In 2008 - a female pt received the 3rd artz dispo (=sodium hyaluronate) injection bilaterally into the knee for osteoarthritis. On the day of event - he experienced pain, swelling, and difficulty in walking. The pt received artz dispo injections bilaterally, but he disinfected double. There was a swelling and effusion, but not warmth in the joint. Three smears were positive for staphylococcus aureus and mould. The temperature was 38.7-39 deg c. For 10 days. He underwent lavage by saline because of smear positive for gram-positive cocci. He received antibiotic intravenously. The pt was not admitted to the hospital. But the follow his osteoarthritis needs to be changed. The injecting physician considered the suspect adverse reaction was related to the product of artz of batch 7h852z.

Manufacturer narrative:
We are now investigating this case. This case is coded with "injection site infection" in meddra (ver. 11.0) by manufacturer. The test results of the reference sample and the batch records show no doubt in sterility. There is no incident report occurred in the use of the device except this case. The batch 7h852z is only available in another country.